Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill fractured during use. All pieces were removed from the patient's wound and nothing was retained. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component codes - suggested component code- mechanical (g04) ¿ dril. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the driver surface. Further investigation shows that the drill has fractured near where the fluted portion of the drill meets the drill base. A dimensional analysis was conducted on the two pieces. Both the drill tip and drill base were found to be within specification. Medical records were not provided. Review of the certs identified no deviations or anomalies during manufacturing related to the reported event. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show and the product was 100% inspected. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.